Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as the right access vessel was 7 mm to 8 mm in diameter, it was extremely calcified and tortuous with a sharp turn in the common iliac artery. The left access was 6 mm to 7 mm in diameter, it was extremely calcified and tortuous but a little straighter than the right. It was reported that the delivery system was attempted to be inserted on the right side first, but it could not be inserted and kinked. It was removed from the patient and another delivery system was selected and was able to be inserted via the left side without complication. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (kink), patient's condition affected effectiveness of device (anatomy related; extremely calcified and tortuous) device failure/lack of effectiveness related to patient condition (anatomy related; extremely calcified and tortuous).